Event description:
It was reported that during a ptca procedure, the quantum maverick balloon ruptured and a dissection occurred. The lesion being treated was located in the proximal right coronary artery (rca). The quantum maverick balloon was being used for post-dilation of an unk MFR's stent, impl approx one yr ago. The quantum maverick balloon was inflated to 14 to 16 atms in an attempt to inflate to 18 atms, but "it didn't feel right" similar to a rupture, so it was removed, upon removal, a dissection was noted, and extended from the top of the bend into the cusp and "all the way down". Most of the dissection was treated with deployment of an unk MFR's stent. Pt remained in the hosp overnight with echocardiograms being done and was released the following morning. Pt status was reported as 'okay'.